Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round high profile 460cc saline breast implants, which the patient reported that her breast shape has change on her right side. The feeling has also change in her breast. She had slight burning for awhile but it has now stopped. Her right side has less fluid then her left side. Patient noticed these concerns about 6 months ago. Her doctor said he feels like the implant has leaked. No trauma experienced. As a result patient had the device removed on (B)(6) 2019.